Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 37 mg/dl. Customer's son called the paramedics and customer declined to speak to the 24 hour helpline at this time. Customer experienced nausea, dizziness, sweaty palms and customer could not speak properly. Customer treated their low blood glucose level by eating a lot of jelly beans. Customer has not experienced low blood glucose levels since then and does not believe it was the insulin pump that caused the low blood glucose levels.